Event description:
The patient presented into clinic with discomfort in the device pocket. Diagnostic imaging was performed and a dislodgement of the right atrial (ra) lead was confirmed. Upon investigation, the ra lead slack was also observed to be too tight. Furthermore, p wave amplitude variation was observed on the ra lead. The ra lead was repositioned to resolve the event. The patient was stable and will continue to be monitored.